Event description:
The subject was not resuscitated. Date of the incident is unk. (B) (4).

Manufacturer narrative:
Method: device internal memory and ECG from incident reviewed. Conclusion: ECG morphology changed during incident. Shock was advised and shock was delivered.